Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found with the cannula breaking off during use. The following has been provided by the initial reporter: the syringes are breaking at the time of botox application. About 2 months ago has been observing this situation and on 12/11/2019 happened when and dr. Was using in one of her clients. When she starts to insert into the patient's face it breaks (it does not break inside the patient).there are 5 syringes for collection, but of the informed batch only 2 because the other packages have already been discarded.

Manufacturer narrative:
Investigation summary: customer returned (5) loose 1cc syringes. Customer states that the syringes are breaking at the time of application, when she starts to insert into the patient's face it breaks. All returned syringes were examined and all exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end as well as on the free end, cracked epoxy and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re- straightening mode of failure. Unable to perform DHR check for needle breaks off during use due to unknown lot number. A review of the device history record was completed for batch# 9077774. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [200815574, 200815424, 200815487, 200815149, 200815488, 200814527, 200814138] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Bending/re-straightening mode of failure by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9077774, medical device expiration date: 2024-03-31, device manufacture date: 2019-03-18. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found with the cannula breaking off during use. The following has been provided by the initial reporter: the syringes are breaking at the time of botox application. About 2 months ago has been observing this situation and on (B)(6) 2019 happened when and dr. Was using in one of her clients. When she starts to insert into the patient's face it breaks (it does not break inside the patient).there are 5 syringes for collection, but of the informed batch only 2 because the other packages have already been discarded.